Event description:
Coulter regarding an erroneously elevated troponin (acc tnl) result from a single patient sample that was generated by the access instrument. The acc tnl result was 0.65ng/ml. The customer indicated that the original patient sample was tested for accu tnl on another instrument in their lab. The accu tnl result obtained from another instrument was 0.08ng/ml and was reported out of the lab. The customer then retested the original patient sample for accu tnl on the access instrument. The repeated accu tnl result was 0.38ng/ml. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.